Event description:
A physician reported a pt who was initially skin tested in 1998 with negative results. In 1999, the physician treated the pt in the glabella. The procedure was uneventful. In 1999, the pt was examined and the physician noted erythema at the glabella, and diagnosed cellulitis. The pt reported she had seen some purulent material, but the physician did not observe any drainage. The physician believed the pt may have been rubbing the area with her fingers. The physician prescribed cipro. 10 days later, the pt was examined and the physician noted purulent material draining from the treatment site. The physician took a culture sample, and prescribed cipro, number of days not documented. The physician diagnosed a possible hypersensitivity. In 1999, the pt was examined and the physician noted the treatment site was drier and had less erythema. The physician prescribed dicloxacillin. In 1999, the pt was examined and the physician noted erythema at the glabella, which was continuing but improved. The pysician prescribed cipro. The final diagnosis was hypersensitivity.